Event description:
It was reported that during a da vinci prostatectomy procedure the maryland bipolar forceps instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument pitch cable was frayed. Pitch cable is frayed at the proximal clevis hub. Clevis does not exhibit any damage. The frayed strands stick out at the wrist. Other cables at wrist are not damaged. The customer reported complaint does not itself constitute a reportable event; however; the failure analysis findings of frayed pitch cable were to recur could cause or contribute to an adverse event.